Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Upon removal of the infusion set the site exhibited drainage. There is no reported pump malfunction and the pump history contained a 16 hour period where no boluses were administered. The pt has continued to use the pump with no reported subsequent events